Event description:
Additional information:during the colonoscopy procedure, two resolution clips (mr # 3005099803-2012-00065, 3005099803-2012-00066) failed to release from their delivery catheters. When the clips were pulled from the tissue, minor bleeding occurred at the site.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4).the complainant indicated that the device will be returned, however it has not yet been received. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure.according to the complainant, during the procedure, the clip failed to release from the delivery catheter after tissue was grasped. The physician pulled the clip from the site, and then completed the procedure with another resolution clip. Reportedly, no tissue damage or additional bleeding occurred.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.follow-up with the nurse revealed the possibility that two devices (manufacturer report # 3005099803-2012-00065 and 3005099803-2012-00066) were used during the same procedure. Further clarification has been sought to confirm any device relationship. However, to date, these attempts have been unsuccessful. A supplemental report will be submitted should additional relevant details become available.